Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation

Event description:
It was reported by the customer that "we had an issue last night with a PICC line. The doctor was attempting to remove the wire after the PICC catheter was inserted and the wire became stuck. Once he was finally able to remove it the wire came out frayed. There was no patient harm. The wire did not break. The event did not involve an urgent/life threatening situation."